Manufacturer narrative:
The reported event was confirmed ¿ user related. The reported failure was able to be reproduced. The product was used for urological care. The product had caused the reported failure. Based on the evaluation, it was observed the catheter was cut. The inflation funnel of catheter was not returned for evaluation. Sample has been examined under microscopic and the catheter shaft looks like has been exposed to sharp object. Using a needle syringe, insert water into the inflation lumen of the shaft and out of the inflation eye easily with no obstruction. Based on entry description, the catheter was cut due to urine outflow could not be confirmed. The health professional attempted to drain and remove it. This complaint is confirmed user related. The potential root cause for this failure mode could be user related. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the health professional inserted the foley catheter balloon, but urine outflow could not be confirmed. When attempted to drain and remove it, the sterile water in the balloon would not drain. Ultrasound revealed that the catheter had not been properly placed in the bladder. After cutting the catheter, it was successfully removed within 5-6 hours.

Manufacturer narrative:
Initial reporter facility full name provided is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the health professional inserted the foley catheter balloon, but urine outflow could not be confirmed. When attempted to drain and remove it, the sterile water in the balloon would not drain. Ultrasound revealed that the catheter had not been properly placed in the bladder. After cutting the catheter, it was successfully removed within 5-6 hours.